Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An non health care professional reported that solution smelled like mold and was suffering from an eye ulcer, the current status of the consumer's eye was unknown at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
A3.b. Updated. H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).